Event description:
Reference number (B)(4). Event occurred in the united sites. It was reported that the patient experienced the infusion set pulled off event on (B)(6) 2026. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.